Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 75 mg/dl. The customer stated that she changed the infusion set and received another no delivery alarm; she then changed the reservoir and was able to prime. The alarm was resolved after changing the entire set. The reservoir will be returned for analysis.